Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the connector to the device during training, which was resolved by removing the case and attempting connection without a cartridge, after which the connector locked successfully, and subsequent attachment with a cartridge also succeeded. Symptoms included no adverse clinical effects and no impact on blood glucose. Outcomes included no injury and no hospitalization. Investigation included remote troubleshooting with guided steps to isolate potential obstruction or fitment issues. Investigation of this case revealed that the device functioned as intended after removal of the case, indicating a probable interference from the external case affecting connector alignment or engagement. It was concluded, based on previously established findings for similar reports, that the cause was user-interface interaction with an external accessory leading to temporary device-connector attachment difficulty.